Event description:
It was reported that the patient experienced shocking sensations. Diagnostics revealed high impedances on the left extension. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the left extension was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.